Event description:
The customer reported that the unit failed to shock from the shock button (#3 key) on the front bezel.

Manufacturer narrative:
The customer reported that the unit failed to shock from the shock button (#3 key) on the front bezel. Philips evaluated the unit, but could not duplicate the symptom. The device passed all testing. No related repairs were noted. Based solely on the customer's report we are considering this failure an intermittent malfunction. We cannot determine the cause since the symptom could not be verified.